Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a power issue with the main battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be a power issue with the main battery. To correct this condition the main battery was replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4)